Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for atrial arrhythmias. The patient was cardioverted. Upon interrogation, the pulse generator exhibited undersensing resulting in the device was not recognizing the arrhythmia and mode switching. No intervention or patient symptoms were reported.